Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was also received with failed battery test alarm using the test battery cap due to corroded battery tube. No moisture damage found inside the insulin pump noted during testing. Analysis was unable to verify blood glucose reminder due to failed battery test alarm. The insulin pump monitored for several days in 50c oven and no unexpected test battery leaking and gassy noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 314 mg/dl at the time of incident. The customer stated that they treated the blood glucose. The customer stated that the display was not blank at the time of call. The customer stated that there was battery acid in the battery compartment and on battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.